Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the imaging system were evaluated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed "system booting please wait" while starting up the system. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.